Event description:
Subject is a (B)(6) year old female with history of hypertension, shortness of breath, current malignancy, current and past history of resolved bilateral dvt limited to below popliteal vein. Contraindication to anticoagulation due to recurrent dvt on anticoagulants; developed dvt on avastan. On (B)(6) 2016, subject was admitted to hospital, consented, venatech® lp vena cava filter was placed without complication, and discharged. On (B)(6) 2017, subject underwent a venous lysis for lower extremity dvt that extended up into the infrarenal ivc. Post procedure in recovery for observation the subject showed progressive altered mental status. Subject moved to CT demonstrating a large right temporoparietal intraparenchymal hemorrhage. Subject was intubated, and later in the evening the family chose to extubate the subject as they did not want pt to undergo surgery. The intracerebral hemorrhage was considered expected, and not related to the ivc filter or procedure. Also on (B)(6) 2017, a CT of abdomen and pelvis was obtained for possible colitis which showed extensive thrombus of the ivc extending from the filter down to the common iliac vein. Stranding concerning for thrombophlebitis. Subject was placed on therapeutic exoxaprin, vancomycin and cefepime. Follow-up information received indicated the subject underwent an uncomplicated procedure of a successful lysis and stent placement on (B)(6) 2017 and received tpa and heparin post procedure. The event was considered resolved with sequelae on (B)(6) 2017, when the subject died. The thrombophlebitis was considered expected, and possibly related to the filter or procedure by the pi.